Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with a bacterial infection. The patient developed redness, inflammation, and a staph infection under the sensor pod area. The patient stated the redness and irritation area was the size of a quarter. The patient consulted a healthcare personnel (hcp) the same day and was prescribed an unspecified prescription oral antibiotic. The patient stated the medication name started with "ced" but she cannot remember the name. At the time of the report, the patient stated the area was healing after the antibiotic treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).